Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus and manual insulin injection were delivered to address bg level.